Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. The doctor's office could not recall specific patient information. The patient had experienced the debonding of restoration approximately one (1) year after placement. The doctor either cleaned and re-cemented the crown or had a new crown made and cemented it for the patient using the same products without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor's office alleged that approximately five (5) patients had experienced the debonding of a restoration after placement with nx3 and optibond all in one products. This is the second of five (5) reports.